Event description:
A patient reports while activating a pod there was no double beep after filling and the pods cannula had deployed prior to placement at the pod infusion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone, phone_control_ios. Cloud - omnipod 5 software app version, 1.1.5. Cloud - smartphone operating system, 18.1. Cloud - smartphone hardware, iphone15.3. Cloud - cgm sensor type, g6.